Event description:
An (B)(6) female pt who presented to the hospital in labor, consented to a spinal epidural regional block. Time out and prep completed. Md identified correct space and advanced pencan pencil point needle. The pt was having difficulty sitting with back flexed secondary to contractions. The needle was withdrawn and noted to be slightly bent at that time. Pt was repositioned and procedure began again. The needle was straightened and re advanced slowly in direction of what was thought to be the ligamentum flavum. The needle was advanced further, with out the stylet in place and a unexpected click was heard. A portion of the needle had broken off and was retained in the pts back. The pt was transferred to our downtown facility, where the needle was successfully removed. The pt tolerated the procedure well and was discharged in stable condition. Event abated after use: yes.